Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope. The right ventricular (rv) lead exhibited over-sensing noise in which the device withheld therapy. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.